Event description:
It was reported by the clinician that the catheter was being placed in a patient with multiple medical issues. The physician was removing the spring wire guide (swg) when it sheared off. The entire wire was removed without incident. No surgical intervention was required. It was noted that the patient later expired but not as a result of the swg incident.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.